Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to chest pain and stroke. Customer stated that the hospitalization was not related to diabetes. Customer also reported a no delivery alarm. Customer's current blood glucose reading is 185 mg/dl and will be treating with a manual injection. No further information reported.